Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor solder was observed on battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Furthermore, sensor passed functionality testing indicating there were no issues with the battery therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the adc device was reported. A high readings issue with the abbott diabetes care (adc) device was reported. The customer did not notice a trend arrow on the device. Due to higher scan results, the customer self-treated with fast-acting insulin (dose unknown). As a result, the customer became hypoglycemic and experienced sweating, dizziness and administered food for treatment. The customer had contact with healthcare professional (hcp) who suggested to go to emergency room (ER). At ER a healthcare professional (hcp) measured a blood glucose result of 142 mg/dl on hcp meter while comparison with 276 mg/dl from adc device. The customer required administration of unknown intravenous fluid from hcp for treatment. The customer stayed in ER for 4 hours and before leaving ER the adc device scan result was 197 mg\dl, 190 mg\dl, so hcp suggested to remove the adc device and start a new adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the adc device was reported. A high readings issue with the abbott diabetes care (adc) device was reported. The customer did not notice a trend arrow on the device. Due to higher scan results, the customer self-treated with fast-acting insulin (dose unknown). As a result, the customer became hypoglycemic and experienced sweating, dizziness and administered food for treatment. The customer had contact with healthcare professional (hcp) who suggested to go to emergency room (ER). At ER a healthcare professional (hcp) measured a blood glucose result of 142 mg/dl on hcp meter while comparison with 276 mg/dl from adc device. The customer required administration of unknown intravenous fluid from hcp for treatment. The customer stayed in ER for 4 hours and before leaving ER the adc device scan result was 197 mg\dl, 190 mg\dl, so hcp suggested to remove the adc device and start a new adc device. There was no report of death or permanent impairment associated with this event.